Manufacturer narrative:
The baxter technician replaced the power cord to resolve the reported issue. The electrical parts of liko lifts are compliant with iec 60601-1 (medical electrical equipment - part 1: general requirements for basic safety and essential performance) which applies to the basic safety and essential performance of medical electric equipment and medical electric systems even as liko lifts comply to the above mentioned electrical standard, there is still a risk that abnormal wear and tear can damage the cables. The periodic inspection manual for liko mobile lifts (3en371001) states under section 8: check cables and connectors for damage or wear. If the instruction as outlined above are followed it is very unlikely for an injury to occur due to this error. Although the reported event did not result in a serious injury, the report of a frayed power cable with exposed copper wires could contribute to a serious injury or death, if the malfunction were to recur. Therefore, baxter considers this complaint a reportable malfunction.

Event description:
During servicing by baxter, technical service identified that the viking m had a frayed power cord with exposed wires. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.